Event description:
Additional information: it was reported that a patient cable was going to be sent to the patient; however, the patient cable was not sent as the patient went to the emergency department the following day (B)(6) 2014 and expired. It was also reported that the patient expired due to cardiogenic shock, dissection of the ascending aorta and end-stage systolic heart failure.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the hospital on the evening of (B)(6) 2014 stating that he experienced low flow alarms twice while he was in bed. The patient said that he felt a little dizzy but it quickly resolved. On (B)(6) 2014, the patient called again stating he experienced low flow and low speed alarms twice. The patient was brought into the clinic and was hooked up to the system monitor. It was noted in the event history that on (B)(6) 2014, multiple pump off, low flow, and low speed alarms occurred, as well as a few ¿driveline disconnect¿. The patient stated that green power symbol remained on and that he never disconnected the driveline. The patient¿s primary and backup system controllers were exchanged. On (B)(6) 2014, it was reported that the patient woke up that morning ¿feeling bad¿ and asked his wife to call 911. The patient was alert but confused. When ems arrived, the patient was unconscious. The patient¿s wife stated that the patient was connected to the power module that morning and did not experience any alarms. The patient was taken to an outside hospital where he experienced low flow alarms. Event history review revealed a low speed hazard/driveline disconnect/pump off and subsequent low flow events. The hospital staff connected the patient to the power module but no alarms occurred. X-rays were taken and were reviewed by the manufacturer¿s technical service group. The internal x-rays submitted did not have the driveline in the image. The external x-rays did not show any areas of concern. No abdominal/chest CT¿s were performed due to the patient being too unstable at the time. It was reported that the patient had a large aneurysm. The family was notified of the patient¿s poor prognosis and decided for care to be discontinued and the patient expired. No autopsy was performed.

Manufacturer narrative:
Additional information. Although the reported alarm events were confirmed through the evaluation of the submitted system controller log file, a root cause for the reported event could not be determined through this evaluation. Based on the manufacturer¿s previous complaint experience, the captured alarm events appear consistent with a potential percutaneous lead issue. X-rays of the patient's percutaneous lead appeared inconclusive for areas of potential damage. A full evaluation of the pump, and a root cause for the reported event could not be determined because the device was not returned for analysis, as it was not explanted, and an autopsy was not performed. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump will not be returned to the manufacturer for evaluation as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.